Event description:
The customer's spouse stated that they thought that the rate of 0.6u would be distributed for several hours. The spouse indicated that the rates were decreased due to low bg. The paramedics were called and the customer was taken to the hosp. Bgs were treated, but the dose was less than called for. The spouse was afraid to give too much insulin. The programming on the pump was correct. The pump was not dropped or bumped. There was no adjustment while the customer was connected to the pump. The self-test passed. It was informed that the customer had two insulin reactions at lunchtime.